Event description:
A registered nurse reported the site's vertek arm was reportedly experiencing mechanical failure. The arm's crank was beginning to grind. This malfunction was reported outside the surgical arena and no pt was present.

Manufacturer narrative:
No pt was present. The initial report was received on (B)(6) 2012 and found to be a non-reportable malfunction based on the info available. On (B)(6) 2012, new info was available through eval of the returned device and the decision was changed to a reportable event. The device was returned to the MFR and the reported event was confirmed. The returned device was a down revision model. When the handle was tightened, the arm would not lock down. A replacement device was sent to the site to resolve the issue.